Event description:
Battery alert, despite being plugged in, pump continued to alarm battery alert. Htm found the power supply was not working, broken internal wiring. Replaced power supply, passed bench test and returned to service.